Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon attempted to implant a 12.6mm vticm5_12.6 implantable collamer lens, -11.50/+0.5/095 diopter, in the patient's right eye (od) on (B)(6) 2017. The lens was torn/broken before injection into the eye. The lens was not implanted. The surgeon said the leading part, held by the forceps, of the lens was torn in the begining of super funnel cartridge during loading process. As of the date of MDR submission, the lens has not been returned.

Manufacturer narrative:
The claim is a product problem, not an adverse event. The claim concerns a malfunction, not a serious injury. Initial MDR states (B)(6) 2017. (B)(6) 2017 is the correct date.(B)(4).